Manufacturer narrative:
Summary of evaluation: the root cause of the patient's event could not be determined as insufficient information was provided. Patient medical records and operative reports were not made available for evaluation. It is likely that the event is not device related, but rather is related to other clinical factors that cannot be determined with the limited information provided. Information becomes available it will be provided in a supplemental report.

Event description:
It was reported that, "patient's hip dislocated. His doctor recommended a total hip replacement. After procedure, patient had an infection. He was hospitalized for 2 months. Polyps was found in his colon. Four and one half feet of colon was removed. He is in constant pain five and one half years later. He has been unable to ambulate w/o use of crutches. Has been on medication for pain. Doctor no longer helps him."